Event description:
It was reported that an overdose following a pump refill had occurred. It was noted that there was no evidence of the pump being overfilled. The pt was sent to the ER and remained in the ICU for one week. The pt experienced cognitive changes, drowsiness, and respiratory depression. The device is not planned to be explanted/replaced. It was noted as being "unk" if the issue was attributed to any components of the device system. A CT scan indicated normal results, and that there was no fluid in the device pocket site. The device was reprogrammed successfully, and adjusted to its normal setting. The pt had later recovered without sequela. The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
(B)(4).